Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a clinical sales representative (csr) contacted tech support to report that the right master tool manipulator (mtmr) was not working properly and was missing a velcro attachment. The surgeon was unable to take control of the arm from the surgeon side console (ssc) and elected to switch to another ssc to continue the procedure. The surgeon experienced no issues swapping between the arms. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure on (B)(6) 2025 was intended to use both consoles (attending surgeon and resident), but the surgeon switched to the secondary ssc after discovering issues with the primary ssc. The procedure was completed using only the secondary console, as the primary console was not functioning properly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the arm switching issue. The reported master tool manipulator (mtm) was replaced as precaution. The fse also found a worn opto button on the left mtm and replaced it as well. The fse found and replaced worn finger loops and headrests on the surgeon side console (ssc) as well. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where all relevant testing was passed within specification. No faults could be identified. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The mtm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.